Event description:
Per the information provided to co by the physician's office, the device was removed due to a "dysfunction." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 12/7/922 and revised on 8/5/97 due to "dysfunction." A pump and two cylinders were returned for evaluation. Reuests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components reveals a separation/leakage site in cylinder #1's bladder. This is the only site of leakage. Examination of the surfaces of the separation revealed markings characteristic of contact with a cautery instrument. No other functional abnormalities were detected, however areas of abrasion are noted on the two outlet tubes. The pattern of the noted abrasion indicates that these tubes were overlapped and/or twisted while in-vivo. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage to cylinder #1's bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Because the received info does not indicate what factor(s) may have contributed to the reported "dysfunction," and because no functional abnormalities were detected, other than the aforementioned leakage site, qa is precluded from determining the cause of the reported event and/or from determining if the device's position in-vivo contributed to the reported event.